Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue resulted due to an assistant technician who did not clamp the venous line correctly, and that a user error resulted in the reported incident. The issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by a CAPA.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the plant investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode. The incident occurred while no patient was connected and no patient was involved. The biomedical engineer who initiated recirculation mode failed to clamp one of the venous lines on the machine, resulting in a user error. The machine has not malfunctioned again after being evaluated by a technician and has returned to service.